Event description:
An allegation from an attorney was received and indicated the patient is deceased and died approximately four months post implant of the right ventricular lead. Further review of the manufacturer's database indicated the patient died four months post implant of the device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.